Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any malfunction/determine if device behavior could have contributed to the reported high blood glucose, subsequent hospitalization visit. Lot release records were reviewed and the product lot met all acceptance criteria the omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
On (B)(6) 2016, the customer reported increased blood glucose levels reaching >500mg/dl. She went to the hospital and her bg level was at 761mg/dl with ketones present. She was being treated with 10u of insulin per hour via IV. The pod was worn between 24 and 36 hours. The pod was discarded. The customer was released from the hospital on (B)(6) 2016. (B)(6).